Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Attachment has fallen apart / the little screw or the little pin has been flushed down the drain [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that for the first time, oral-b power oral care refill precision clean had fallen apart after approximately 4 weeks of use (model older) during tooth brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that the little screw or the little pin had been flushed down the drain, but fortunately he did not get injured. No symptoms developed. On 10-may-2017 received follow-up phone call with consumer's wife: the wife reported that she carried out the scratch test but it was not possible to scratch off the oral-b logo. The brushes were purchased as part of a pack of 4+1. No further information was provided.